Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for ise indirect na and ci for gen.2 on a cobas 6000 c (501) module. The erroneous results were not reported outside of the laboratory. The initial na result was 115 mmol/l. The repeat result on the same c501 module was 144 mmol/l. The initial cl result was 137 mmol/l. The repeat result on the same c501 module was 106 mmol/l. The repeat results were believed to be correct. No adverse event occurred. The na and cl electrode lot numbers with expiration dates were not provided. The customer thinks the electrodes were changed in the last 2 weeks. The field service engineer (fse) visited the customer site and did not identify any instrument issues. The customer was able to calibrate and run qc with no problems. The fse ran a comparison test between the instrument in question and another ise system and there was no noticeable difference between them. The fse ran activator through the electrodes to condition them. The system was purged and checked for mechanical issues and none were found.

Manufacturer narrative:
A specific root cause was not identified. Based on the data provided, possible root causes may be related to air in the sample channel, leakage current coming from the waste or old or expired reference electrodes.